Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that during surgery the packaging of the implant was perforated. The surgery was completed with another implant with a smaller diameter. Harm: s1 - no patient, user, or other stakeholder harm hazardous situation: packaging: device not used for implantation due to primary packaging damage. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: - visual examination: the visual examination confirms the reported event; it shows that the sterile packaging (ivp sterile pouch) of the implant is perforated. 4. Review of product documentation: - device purpose: this device is intended for treatment. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that during surgery the packaging of the implant was perforated. The surgery was completed with another implant with a smaller diameter. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Furthermore, the outer packaging (product packaging) was found slightly damaged and deformed. Therefore it can be concluded that a wrong handling or transportation issue of the device has most likely led to the damaged packaging. However, a big scope of packaging configurations was changed in the year 2017. In the meanwhile a optimized packaging design is available. With this change of the packaging design, this kind of incident (perforation of the sterile bag) has been eliminated. Furthermore, there are no other complaints for this item number nor for the same lot number. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most likely root cause for the reported error pattern is damage during transport/storage. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery it was observed that the packaging of the implant was perforated. The surgery was completed with another implant with a smaller diameter. Surgical delay has not been reported.